Event description:
Health care professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during patient treatment. New disposables used to continue the treatment without incident. The dialyzer was reused 12 times prior to the reported event. Hcp reports no patient injury or need for medical intervention.